Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Detailed analysis of the header noted a normal fit with an is-1 lead, normal set blocks and lead barrels, and normal setscrew operation. In conclusion, laboratory analysis could not re-create the field allegations.

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during the attempted implant of this pacemaker, high impedances greater than 2500 ohms were observed on the right atrial lead. The connections were re-tested with a consistent high impedance. With a pacing system analyzer and a different pacemaker, the lead displayed normal, within range pacing impedances. Therefore, an airlock in the header or a faulty device header were suspected as the root cause of the issue. This pacemaker was removed and a new pacemaker was implanted with no adverse patient effects reported.